Manufacturer narrative:
After power up, the lcd screen has so many horizontal white lines running across it to the point that the display is virtually white, problem isolated to electrical board. Unable to perform the displacement and self test due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer also stated that the insulin pump had missing segment after performing self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.